Event description:
Healthcare professional right side deflation. Abbvie's medical safety team has also determined the occurrence of improper or incorrect procedure or method because the device was left implanted for more than six months. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 3169382 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not been received for analysis in the device analysis laboratory yet. A review of the current risk documents was performed, and the event of death is not related to any failure mode in the manufacturing process. Additionally a review of the current risk documents pfmea-bi shell fab rev 5.0 and pfmea-te assy rev 7.0 was performed, and the event of rupture (leakage) is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with death-ndr will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Manufacturer narrative:
Fi summary the review of the documentation associated to the manufacturing process indicates that all devices with lot number 3169382 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not been received for analysis in the device analysis laboratory yet. A review of the current risk documents was performed, and the event of death is not related to any failure mode in the manufacturing process. Additionally a review of the current risk documents pfmea-bi shell fab rev 5.0 and pfmea-te assy rev 7.0 was performed, and the event of rupture (leakage) is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with death-ndr will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation-breast: observed, one opening assessed as unidentified (tear) opening (shell thickness within specification). ¿ improper or incorrect procedure or method-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional right side deflation. Abbvie's medical safety team has also determined the occurrence of improper or incorrect procedure or method because the device was left implanted for more than six months. Device has been explanted and replaced.